Event description:
On (B)(6) 2023 I had a medtronic abre stent placed in the left iliac vein to correct leg discomfort caused by may-thurner syndrome. Over the next 36 hours I began to experience shortness of breath, tachycardia, and right shoulder pain. Upon informing the provider, I was instructed to go to the emergency department. Imaging in the ed(emergency department) indicated that the stent migrated to my heart and was in my right atrium and right ventricle. I underwent surgery and the stent was removed without resorting to open heart surgery. Doctors suspect there may be damage to my tricuspid valve. I was discharged from the hospital on (B)(6) 2023. X-ray and cat(computerized axial tomography) scan confirmed location of stent in the heart. Increased troponin levels were also noted upon admission to the ed(emergency department). Heart rate prior to surgery averaged 130 bpm(beats per minute), and several episodes of v-tach were recorded in the emergency department and upon admission.